Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, the aligners have cracked their teeth. The aligners, are also causing their tmj to be severe. They are experiencing severe jaw pain. Patient will be seeing their dentist. They are experiencing sensitivity of their teeth and cannot chew on the one side, because the tooth hurts. Provided tmj comfort information, requested bite video. And diagnostic findings from dentist appointment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.